Manufacturer narrative:
(B)(4). Concomitant medical products: option taper sleeve, -6mm neck, type 1 taper; catalog# 50-1064; lot# 2897754. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3002806535-2022-00248.

Event description:
It was reported that the patient became infected post left hip revision that required a secondary revision. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been returned and noted that 3 components are assembled together, bearing, head and taper adapter. It is not possible to separate the items to review individually. The head rotates freely in the liner as expected. Some damage was observed on the taper adapter most likely caused whilst removing off the stem. No conclusion can be drawn from the returned products with regards to cause of infection. The sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following the published guidelines. A new active articulating hip bearing used in conjunction with a m2a magnum pf cup left from the primary surgery is considered off-label use, however, it is unknown whether this caused or contributed to the infection noted 1 month after the revision, therefore, with the information provided, a root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.